Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to a heart transplant. It was reported that during support the patient experienced ventricular tachycardia (vt) and the impella was repositioned to resolve the complication. The following day on (B)(6) 2025, the patient experienced additional episodes of vt, however these episodes were attributed to the patient coughing and self-resolved. On (B)(6) 2025, there was a report of additional vt episodes with impella suction alarms. A stat echocardiogram was ordered and the impella position was evaluated. The impella appeared to be well positioned, and no adjustments were made. The patient is currently stable waiting for a suitable donor for transplant on remains on impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The customer's device was not returned. The root cause of the positioning issue was unable to be determined as insufficient clinical details were provided. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details.